Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The device was returned with a cracked battery door and scratched lenses. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of the reported problem. Further investigation was performed; the customers problem was not confirmed. However, a faulty dso was discovered and replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an upstream occlusion; it is unknown if there was a patient involved.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.